Event description:
Complainant alleged that during biomed testing, the paddle controls were inoperable when attached to the device. Complainant indicated that there was no pt involvement in the reported malfunction.